Event description:
Ercp was performed to exchange biliary plastic prosthesis for self-expanding biliary metal prosthesis. The metal prosthesis was not released into the biliary tract due to a problem in the prosthesis release system. The doctor followed all the rules as per the label instructions. The prosthesis was removed from the biliary tract as it did not open. The doctor put on a plastic prosthesis.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of lot number c1418100 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU reviev: prior to distribution all evo-pc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1418100 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1418100; upon review of complaints this failure mode has not occurred previously with this lot # c1418100. As per the instructions for use, ifu0057-4 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." And "when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle.". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer . Impression: "per the complaint report, the evolution controlled release partially covered biliary stent was being used to treat a 2 cm common bile duct stenosis. The report describes that the evolution stent would not deploy despite multiple attempts at following the label instructions. The stent was removed entirely and replaced by a plastic biliary stent of which there is a single ercp image demonstrating the stent traversing the common bile duct. Unfortunately, the problem encountered with deploying the stent are not described in any detail and is uncertain at which point in the deployment system was the difficulty encountered. It does state that directional button was pressed during the actual deployment attempts to find a solution, but this too was unsuccessful. It does not specify if the button was depressed in both directions, or which direction it was depressed. Assuming the button was depressed in the appropriate direction, this event would appear to be the result of a manufacturing defect. However, on the single photograph of the device, the safety wire is not clearly visualized, assuming it has been removed. This is of slight concern, as the removal of the safety wire was not mentioned in the complaint report, and the wire shouldn't be removed until the device is entirely deployed and ready to be released from the system. Potentially, by removing this wire prematurely or if it fractured or became jammed within the system, this could have contributed to the inability to deploy the stent. Fortunately, the device was able to be removed and replaced by a plastic stent, with no harm to the patient.". Root cause review: a definitive root cause could not be determined from the limited available information. A possible root cause could be attributed to the torturous patient anatomy causing compression on the delivery system and possibly damage to the system or causing it to jam leading to the deployment issues. It was suggested in the image review that it may have been possible that the deployment difficulties were due to premature removal of safety wire, "on the single photograph of the device, the safety wire is not clearly visualized, assuming it has been removed. This is of slight concern, as the removal of the safety wire was not mentioned in the complaint report, and the wire shouldn't be removed until the device is entirely deployed and ready to be released from the system. Potentially, by removing this wire prematurely or if it fractured or became jammed within the system, this could have contributed to the inability to deploy the stent." However, if the safety wire was prematurely removed it would only have impacted recapturing the stent not deploying the stent, the stent is held in place by the safety wire so that recapture of the stent is possible, it does not impact deployment of the stent. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ercp was performed to exchange biliary plastic prosthesis for self-expanding biliary metal prosthesis. The metal prosthesis was not released into the biliary tract due to a problem in the prosthesis release system. The doctor followed all the rules as per the label instructions. The prosthesis was removed from the biliary tract as it did not open. The doctor put on a plastic prosthesis.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ercp was performed to exchange biliary plastic prosthesis for self-expanding biliary metal prosthesis. The metal prosthesis was not released into the biliary tract due to a problem in the prosthesis release system. The doctor followed all the rules as per the label instructions. The prosthesis was removed from the biliary tract as it did not open. The doctor put on a plastic prosthesis.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ercp was performed to exchange biliary plastic prosthesis for self-expanding biliary metal prosthesis. The metal prosthesis was not released into the biliary tract due to a problem in the prosthesis release system. The doctor followed all the rules as per the label instructions. The prosthesis was removed from the biliary tract as it did not open. The doctor put on a plastic prosthesis.